Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he increased the basal and max bolus to the max without consulting his health care provider. Due to the adjustments he made, the customer had to change his infusion set every two days instead of three. His blood glucose level was from 200 mg/dl to over 400 mg/dl at times. A couple of times he attempted to bolus but the insulin pump alarmed no delivery. One time the customer did not insert the infusion set correctly and the cannula was under the tape. Troubleshooting was declined. The device was not returned.